Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer administered a manual correction injection to address the bg. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.